Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that, during a routine pump replacement for end of service, the catheter had a nick and dye was pooling. During this dye study, it was noted that catheter was no longer intrathecal. Three days later, it was reported that there was no nick in the catheter. A new spinal segment was used and the catheter was then in trathecal. The delivered dose was dramatically decreased. The patient was receiving effective therapy. No patient symptoms were reported. The device system was used to deliver fentanyl, clonidine and bupivacaine.